Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Other-technical : no observed particles in valve. Additional observations: wear abrasion observed inside device. Crease fold observed on the device. Yellow particle observed inside device.

Event description:
Healthcare professional reported a deflation. Device has been explanted and replaced. This relates to the right side.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.